Manufacturer narrative:
One (1) used sample item #011-c32029 was returned for evaluation. As received a wetted out condition was observed on inlet filter 0.2 micron. No additional damage or anomalies were observed. The set was primed as per procedure and a leaks coming from inlet filter vent was confirmed. No additional leaks, along the device was confirmed. Complaint of leaks can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported during an infusion, the solution leaked from the air vent. There was no concomitant drug, and no concomitant device involved. There was no bleedback, no biohazard, no chemo and unknown user facility medwatch. Device was not reprocessed/ resterilized. There was patient involvement, but no adverse event/ patient harm, and no delay in critical therapy. There was no any unprotected chemotherapy exposure and leakage in this event. No physical damaged noted on the device.